Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she recently went to the emergency room due to diabetic ketoacidosis and a high blood glucose level. Blood glucose level was 753 mg/dl. Customer reported that earlier in the day of the emergency room visit, she had a blood glucose level of 61 mg/dl. Customer stated that she was taken off of the insulin pump while in the emergency room. Blood glucose level was 214 mg/dl at the time of the call. No further information was provided.